Event description:
On 27-aug-2020: follow up information was submitted because result of complaint investigation of the returned used devices (2 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was sleeping, the infusion set's tubing got disconnected from the quick release, even if she was making sure that it was properly locked in place and this was the third time it occurred. Moreover, the site location was patient's left thigh and the pump was on the left side. The infusion had been used for two days. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was sleeping, the infusion set's tubing got disconnected from the quick release, even if she was making sure that it was properly locked in place and this was the third time it occurred. Moreover, the site location was patient's left thigh and the pump was on the left side. The infusion had been used for two days. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.